Event description:
On an unknown date, the patient was treated for an acute complicated type b dissection with a gore tag thoracic endoprosthesis. He developed spinal ischemia and lower extremity weakness after a lumbar drain was placed, and the lower extremity weakness recovered fully. He also had a stroke manifest by upper extremity weakness which eventually improved.

Manufacturer narrative:
This was originally reported in the journal of vascular surgery.